Event description:
Medics were monitoring the heart-rhythm of a pt (age and gender unknown) during transport when the device suddenly lost power. The medics obtained their backup device and connected it to the pt and continued the transport. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.